Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatment events.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly at home with his wife present when he began coughing and lost consciousness. The patient's wife reportedly called ems and other family members. Review of the patient's download data revealed that prior to passing, the patient received 2 treatments from the lifevest prior to passing. Prior to treatment, the patient rhythm was severe bradycardia at 20 bpm, which degraded to asystole. The patient received the first treatment at 6:04:33 pm. The patient's pre-shock and post-shock rhythms were asystole. Asystole with CPR artifact is seen on the ECG at 6:09:22, indicating the presence of bystanders. The patient received the second treatment at 6:10:56 pm. The patient's pre-shock and post-shock rhythms were asystole. Oversensing of low-amplitude cardiac signal and motion/CPR artifact contributed to the false detections. The response buttons were not pressed during the event. The patient's ECG shows asystole with intermittent cardiac activity followed by motion artifact at 6:11:23 pm. From 6:24:10 to 6:33:49, the patient's ECG shows sinus tachycardia at 110 bpm with motion artifact degrading to asystole with intermittent cardiac activity and motion artifact. The electrode belt was disconnected at 7:18:44 pm. There is no further information available at this time as the patient's equipment has not yet been returned from the field. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatment events.